Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon string pulled out upon removal leaving the pledget inside of her. This happened with one tampon. She visited a doctor to have the rest of tampon removed. It came out in pieces. She is stated that she is fine now. No further information is available at this time.